Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was slightly extended and dried blood/tissue was present around the helix and within the helix housing. Dried blood was also noted in the terminal pin opening, and a soft stylet remained inserted in the lead. Resistance testing found the lead was not electrically continuous, although intermittent measurements could be obtained while the stylet was within the lead. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted successfully, with normal lead measurements. However, one week post-implant, the lead exhibited loss of capture even at maximum outputs. An x-ray confirmed the lead was in the same position as at implant. A revision procedure was performed the following day. The lead was tested on the pacing system analyzer (psa) and no pacing was observed. Therefore, the lead was explanted and replaced. No additional adverse patient effects were reported.